Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer administered a manual injection to address bg level. The customer continued to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.